Event description:
It wqas reported to manufacturer by facility, resident waqs sleeping in a fetal position and on their left side upon the last room check. When checked again the resident was found with their left leg caught between the mattress and the bottom of the siderail. The facility feels while the resident was sleeping they moved their leg underneath the siderail and the siderail released onto their leg. Trying to get their leg out from that position resulted in the resident sustaining a large deep skin tear on their shin area, that went down to the shin bone. Manufacturer responded to facility per facility request what can they do to prevent this from happening again? "Co's records indicate that this is a rare and unusual occurrence but would like to offer some preventative measures or actions." Facility said they would review and get back with company.